Event description:
During an atrial fibrillation procedure, there was difficulty inserting the needle into the patient resulting in a cancellation of procedure. Despite multiple attempts, the needle could not complete transseptal puncture for access. The procedure was cancelled with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. One brk transseptal needle was received for evaluation. The stylet was not returned. The stylet was not returned. A stylet from current inventory was able to be inserted into the needle with no resistance or anomalies noted. Further, the needle and stylet were then inserted through a stock dilator and removed with no anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.